Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of blood in/on helix mechanism (sleeve head) and blood in/on the helix mechanism. The analyst commented that the lead was returned with the helix partly extended and blood/tissue in the helix.

Event description:
It was reported that during the implant procedure, the right ventricular lead helix did not extend inside or outside the body, despite the correct number of turns. Additional troubleshooting was done outside the body and the helix would not extend even when tested with more than the recommended number of turns. The lead was not used and was returned to the manufacturer. No patient complications were reported as a result of this event.